Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: upon a visual inspection of the pump it was noted that the battery compartment was cracked in three places; near the top of the compartment, below the bumper pad and between the bumper pad and the top of the compartment. There was evidence of moisture ingress present inside the battery compartment and on the battery cap. A leak test confirmed that the battery compartment was leaking. The pump was unable to power up due to this damage. Unrelated to the original complaint, it was also noted that the threads on the battery cap were stripped.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.